Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the samples for evaluation. Your report of needle retraction failure could not be confirmed from the 18 representative 24g insyte autoguard units that were received in sealed packaging from lot #3262520. A functional test of the returned samples revealed no damage or defects. Each sample fully retracted when the safety mechanism was activated and the retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
The following information was provided by the initial reporter in response to investigation findings related to slow needle retraction where the failure could not be reproduced with the provided samples: "this morning after reading your letter of finding, we reproduced the incident six times! We are requesting that this be revisited.". Additional information on 8/26/2025: hi, yes, the reenactment was completed with the same lot #.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.